Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding their clinician programmer. The healthcare provider reported getting the 338 (connection interrupted) code on multiple tablets. The agent discussed closing all apps and restarting or just rebooting the tablet. It was noted that the caller leaves the tablet on and does not turn it off. The agent also discussed closing down the tablet after using it. The code resolved after rebooting.